Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On the same day the sensor was inserted, the patient was at a graduation event and passed out. The patient was assisted by adult bystanders who turned off her omnipod insulin pump and provided oral chocolate sauce. Once she became aroused, soda was provided and emergency medical services (ems) was called. Two blood sugar testes were performed post-chocolate and soda while waiting for the ambulance; the results were bg 159mg/dl and bg 113 mg/dl. Ems arrived and performed a bg which was over 100 mg/dl; the exact value was not provided. The patient was transported to the hospital where she was evaluated, treated with IV fluids and 650mg of tylenol, diagnosed with a low potassium level and borderline prolonged qt, and was released after approximately 6 hours. At the time of report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.